Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was selected for use in a patient for the endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm. The patient has a history of severe chronic obstructive pulmonary disease. It was reported on initial wire access of the left iliac system a dissection in the mid to distal common iliac artery was noted. Using a rim catheter, an exchange length wire was then passed up the right cfa to the left cfa to ensure the true lumen of the vessel was accessed. The rcia and reia were sequentially ballooned with 6 mm then 8 mm x 4 angiographic balloons with good results. The right cfa was prepared for the main bifurcated device over an amplatz super stiff wire but there was much resistance in the distal cia and the device would not track. Due to the nature of the large aneurysm there was a severe (approximately 90-degree) anterior angulation of the aorto-iliac bifurcation, so a stiffer wire, a lunderquist replaced the amplatz. An 8 mm angiographic balloon was used in the distal cia with good results, at this point the physician re-attempted to place the main device, again with difficulty. The device was backed off the wire and a 20 fr hydrophilic dilator was passed up the external iliac, but became caught up in the distal cia. The patient's blood pressure had dropped from 124/62 to systolic bp of 77 and there had been a substantial blood loss of about 550cc. The patient was resuscitated easily with IV fluids and set up for cell saver. Also a retroperitoneal angiogram of the right iliac was done and revealed no disruption of the vessel. The physician decided to close the patient stating the patient was too sick to be converted to open repair. The patient was stable and the bilateral arteriotomy incisions were closed. The patient was diagnosed with a ruptured iliac artery before leaving the operating room and a retroperitoneal incision was made to treat the rupture successfully. No additional sequelae were reported.